Event description:
I received the product essure for permanent birth control. A few months later, I started complaining of abdominal pain to my dr who referred me to a urologist who could not explain the reason for pain. My dr went on 4 month medical leave and I was referred to the emergency room by obgyn for pain and bleeding from my vagina who referred me to different urologist. The last 7 weeks I have been in the emergency room 7 times and diagnosed with inflamed fallopian tubes, cyst covering both ovaries and left ovary inflamed, pelvic inflammatory disease and crippling pain!. I have seen obgyn who recommends hysterectomy to remove essure. Appointment with dr to schedule surgery (B)(6) 2015.